Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse li-ion battery (s/n (B)(4) failed while being used in the autopulse platform (s/n (B)(4). The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response. Please see the following related MFR report: MFR # (B)(4) for the autopulse platform.

Manufacturer narrative:
The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(6) and autopulse li-ion battery (s/n (B)(6) were used during a patient call. When the battery was inserted into the autopulse platform, the platform powered on for a second, and then, it powered off. The customer reported that the battery's status leds were showing four flashing green lights before being inserted into the platform. Flashing green leds indicate that the battery has exceeded 3 years of use from the date of manufacture; however, it is fully charged. The customer did not provide any further information regarding the details of the patient call. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. The customer later reported that the autopulse platform functions as intended with other autopulse li-ion batteries. As per the customer, the patient's outcome was not related to the autopulse system. The customer also stated this is the second time this issue has happened to them. However, the customer did not provide any further information for this event.